Manufacturer narrative:
(B)(4). Possible lot numbers: h14e09079 or h14f13079. A batch review was conducted for both potential lot numbers and there were no deviations found related to this reported condition during the manufacture of these lots. The sample was not returned; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a gap between the y-set and the spike of the transfer set when attempting to connect them. There was no injury or medical intervention indicated at the time of the report. No additional information is available. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. Same event as (B)(4).